Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N.a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas loss alarm occurred on the cardiosave iabp. The alarm was triggered twice within a two hour period. The user resolved the alarm on both occasions by pressing the iab fill key. Also confirmed that there was no presence of blood, discoloration, or flakes in the helium tubing, and all connections were found to be secure. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.